Event description:
It was reported that the customer jumped into the waster while the insulin pump was connected to them. The device was in a plastic bag. The device started alarming button error after the incident. The customer's blood glucose was 25 mmol/l. The customer was advised that the device needs to returned for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assemblies. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.